Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The 3rd party tracking number was verified and no information was found that the customer sent the sample. It was determined that the sample had been discarded. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During drain 1 of 4 the patient encountered three air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Fluid was also coming out of a hole in the top of the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient carried out manual continuous ambulatory pd treatments in the absence of the cycler. The cycler set was reported to not be available for return to the manufacturer for physical evaluation as it was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During drain 1 of 4 the patient encountered three air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Fluid was also coming out of a hole in the top of the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient carried out manual continuous ambulatory pd treatments in the absence of the cycler. The cycler set was reported to not be available for return to the manufacturer for physical evaluation as it was discarded.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During drain 1 of 4 the patient encountered three air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Fluid was also coming out of a hole in the top of the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient carried out manual continuous ambulatory pd treatments in the absence of the cycler. The cycler set was reported to not be available for return to the manufacturer for physical evaluation as it was discarded.

Manufacturer narrative:
Correction: the g.3. Date for the initial report under MFR report number 8030665-2022-00813 should be 06/24/2022.